Event description:
The caller alleged discrepant results when compared with doctor's meters. The results are as follows: date: 2008 3.2, 2008, 1.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison repeated inratio test. The test results are as follows: date: 2008, 3.2, 2008, 1.8, average 2.5, stdev 0.99, %cv 39.60. As per internal procedure rev 2. If the %cv is greater than 20% the criterion is not met. Here the %cv is 39.6 and the criterion is not met. Product will be investigated.